Event description:
It was reported that on (B)(6), 20201 that the protection sleeve could not be attached to the aiming arm because it could not be placed over the insertion handle. The surgery was completed successfully free hand which resulted in a surgical delay of fifteen (15) minutes. The patient outcome was good and as expected. This report is for one (1) unknown aiming arm. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
This report is for an unknown aiming arm/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.